Manufacturer narrative:
This report is filed on march 09, 2018.

Event description:
Per the clinic, the patient experienced pain around the implant site and subsequently was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.